Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the post implant of the right ventricular (rv) lead the patient experienced syncope. A test found pauses due to apparent non-capture and a rise in thresholds that were high were noted. The lead had pulled back in the right ventricle and was dislodged. A revision was done and the lead was successfully repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.